Event description:
It was reported that during testing of the device at the user facility sterile processing department, the device tips were found to be chipped and silver plating material was missing, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.

Event description:
It was reported that during testing of the device at the user facility sterile processing department, the device tips were found to be chipped and silver plating material was missing, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text: product not available.

Event description:
It was reported that during testing of the device at the user facility sterile processing department, the device tips were found to be chipped and silver plating material was missing, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.